Event description:
It was reported that this unit is not blending oxygen properly.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, it was found that there was a faulty gas supply indicator. DHR review was done, no issues related to the original complaint were found.